Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') and endometritis ('history of chronic endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included renal cyst, endometrial polyp, polypectomy, cervical intraepithelial neoplasia I, hypothyroidism, migraine with aura, loop electrosurgical excision procedure and endometritis. Previously administered products included for an unreported indication: mirena from (B)(6) 2008 to (B)(6) 2008 and synthroid. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/chronic"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced hypothyroidism ("hormonal changes/hormonal changes describe: hypothyroidism"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced endometritis (seriousness criterion medically significant), genital haemorrhage ("bleeding: not specified/excessive bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), gastrointestinal disorder ("gastrointestinal conditions"), headache ("headaches"), coital bleeding ("sex last night and spotting as usual"), adnexa uteri pain ("pain on both sides in the area of my ovaries"), pain ("pain radiates to my back "), back pain (with radiation) ("back pain radiating to my left leg "), vulvovaginal pain ("vaginal pain"), arthralgia ("hip pain") and chest pain ("chest pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation , d and c). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, endometritis, genital haemorrhage, dyspareunia, pelvic pain, abdominal pain, back pain, psychological trauma, cystitis, urinary tract infection, gastrointestinal disorder, hypothyroidism, headache, weight increased, coital bleeding, adnexa uteri pain, pain, back pain (with radiation), vaginal haemorrhage, dysmenorrhoea, vulvovaginal pain, arthralgia and chest pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, arthralgia, back pain, chest pain, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, endometritis, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hypothyroidism, pain, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, vulvovaginal pain, weight increased and back pain (with radiation) to be related to essure. The reporter commented: patient received treatment for bleeding, bladder infection, uti discrepancy noted insertion date: 2010 previously reported and (B)(6) 2008 in current pfs previously reported insertion date was (B)(6) 2008. Weight- 157 pounds. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: post coital bleeding, ovarian pain, back pain (with radiation), leg pain concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy menstrual bleeding, abdominal pain, endometritis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') and endometritis ('history of chronic endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included renal cyst, endometrial polyp, polypectomy, cervical intraepithelial neoplasia I, hypothyroidism, migraine with aura, loop electrosurgical excision procedure and endometritis. Previously administered products included for an unreported indication: mirena from (B)(6) 2008 to (B)(6) 2008 and synthroid. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/chronic"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced hypothyroidism ("hormonal changes/hormonal changes describe: hypothyroidism"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced endometritis (seriousness criterion medically significant), genital haemorrhage ("bleeding: not specified/excessive bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), gastrointestinal disorder ("gastrointestinal conditions"), headache ("headaches"), coital bleeding ("sex last night and spotting as usual"), adnexa uteri pain ("pain on both sides in the area of my ovaries"), pain ("pain radiates to my back "), back pain (with radiation) ("back pain radiating to my left leg "), vulvovaginal pain ("vaginal pain"), arthralgia ("hip pain") and chest pain ("chest pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation , d and c). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, endometritis, genital haemorrhage, dyspareunia, pelvic pain, abdominal pain, back pain, psychological trauma, cystitis, urinary tract infection, gastrointestinal disorder, hypothyroidism, headache, weight increased, coital bleeding, adnexa uteri pain, pain, back pain (with radiation), vaginal haemorrhage, dysmenorrhoea, vulvovaginal pain, arthralgia and chest pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, arthralgia, back pain, chest pain, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, endometritis, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hypothyroidism, pain, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, vulvovaginal pain, weight increased and back pain (with radiation) to be related to essure. The reporter commented: patient received treatment for bleeding, bladder infection, uti discrepancy noted insertion date: 2010 previously reported and (B)(6) 2008 in current pfs previously reported insertion date was (B)(6) 2008 weight- 157 pounds. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: post coital bleeding, ovarian pain, back pain (with radiation), leg pain concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy menstrual bleeding, abdominal pain, endometritis quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 26-may-2021: mr received. Reporter information, patient's medical history, event: history of chronic endometritis and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from (B)(6) 2008 to (B)(6) 2008. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/chronic"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced hypothyroidism ("hormonal changes/hormonal changes describe: hypothyroidism"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced genital haemorrhage ("bleeding: not specified/excessive bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), gastrointestinal disorder ("gastrointestinal conditions"), headache ("headaches"), coital bleeding ("sex last night and spotting as usual"), adnexa uteri pain ("pain on both sides in the area of my ovaries"), pain ("pain radiates to my back "), back pain (with radiation) ("back pain radiating to my left leg "), vulvovaginal pain ("vaginal pain"), arthralgia ("hip pain") and chest pain ("chest pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation , d and c). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, dyspareunia, pelvic pain, abdominal pain, back pain, psychological trauma, cystitis, urinary tract infection, gastrointestinal disorder, hypothyroidism, headache, weight increased, coital bleeding, adnexa uteri pain, pain, back pain (with radiation), vaginal haemorrhage, dysmenorrhoea, vulvovaginal pain, arthralgia and chest pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, arthralgia, back pain, chest pain, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, headache, hypothyroidism, menorrhagia, pain, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, vulvovaginal pain, weight increased and back pain (with radiation) to be related to essure. The reporter commented: patient received treatment for bleeding, bladder infection, uti discrepancy noted insertion date: 2010 previously reported and 01jan2008 in current pfs previously reported insertion date was (B)(6) 2008 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: post coital bleeding, ovarian pain, back pain (with radiation), leg pain quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received. The case is upgraded to serious incident. New events: vaginal bleeding, menorrhagia, dysmenorrhea, vaginal pain, pain in hip, chest pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.